Manufacturer narrative:
Updating FDA reporting follow up task owner.

Manufacturer narrative:
(B)(4). Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In this case, the surgeon indicated that this event was probably caused by endocarditis affecting tissue strength and integrity which worsened over the years. The surgeon also indicated that device did not cause or contribute to the event, was not a result of a procedural complication and the device did not malfunction. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported through the implant patient registry that a 21mm 3000tfx aortic valve implanted approximately for 8 years, had redo-avr due to dehiscence and perivalvular leak. Per the response from the surgeon, the patient had avr for endocarditis in 2012. He gradually developed clinical severe pulmonary artery stenosis. This was due to development of an aortic root aneurysm that became calcified and compressed the patient's rvot. He had two areas of perivalvular leak. One was from dehiscence of a reinforcing suture at the root aneurysm/sewing ring as well as dehiscence at the noncoronary annulus. The leaks were suspected to be caused from weakened aortic tissue resulting from a history of endocarditis. It was noted that all were probably caused by endocarditis affecting tissue strength and integrity which worsened over the years. The device was replaced with a 23mm 11500a valve. The patient was transferred to the ICU in stable condition. The surgeon also indicated that device did not cause or contribute to the event, was not a result of a procedural complication and the device did not malfunction. The patient was discharged home in stable condition on pod #19.